Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call to technical services on 10/02/2013 states that patient has a chronic atrial fibrillation and ra lead undersensing of 0.3mv p waves. Physician increased it to maximum sensitivity. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).